Event description:
Healthcare professional reported "rupture¿. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Continued: e.1. (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.